Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar occurred due to a right ventricular (rv) lead pacing impedance measurement of greater than 2000 ohms. There was also reportedly noise and oversensing. No adverse patient effects or interventions have been reported. The clinician reportedly plans to continue to monitor the patient. This cardiac resynchronization therapy pacemaker (crt-p) and the associated rv lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation results codes and evaluation conclusion codes have been updated.